Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the probe wash inside the instrument. The volume of the leak was about 1 ml and was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer found disconnected tubing at a fitting (wm12) on the blood sampling valve. The customer trimmed and reattached the tubing to resolve the issue. (B)(4).